Event description:
It was reported the pt underwent lead revision surgery due to lead migration. During the procedure the physician nicked the lead and so he replaced the lead with a new one. The ipg was also explanted and replaced at the same time. There were no known issues with the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.